Manufacturer narrative:
Type of report updated to serious injury.

Event description:
It was reported that 3 patients in labor and delivery had experienced burns from using a philips fetal monitor.

Manufacturer narrative:
Follow up questions were sent multiple times by the philips technical consultant to find out additional details around alleged "burn like" marks, however, no additional information was provided to philips technical consultant requesting the data. It is unknown what the exact cause and resolution to the alleged issue are. No further contact was established by the customer regarding the reported device and issue. H3 other text : additional information was requested but not provided.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that 3 patients in labor and delivery had experienced burns from using a philips fetal monitor.